Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3778-60, (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97791, serial# unknown, product type: accessory. Product ID: 3708360, (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID: 3708360, (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. (B)(4) apply to the neurostimulator. Information and analysis of the system components that were returned and previously reported on were done so in regulatory report 6000153-2015-00409 and 6000153-2015-00410. This new regulatory report transaction will be now be submitted in lieu of any supplemental reports of the above mentioned transaction numbers to capture the event. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional of the clinical study reported there was a lead migration with fractured electrodes that resulted in explant. Additional information was requested on the onset of lead migration, along with any signs or symptoms, and diagnostics/troubleshooting performed. If additional information is received a follow up report will be sent. Patient indication for use was non-malignant pain and other non-malignant pain. Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead fracture. The clinical diagnosis was a loss of therapeutic relief. The patient had increased pain. The patient reported decreased pain relief. The patient was scheduled for a lead revision during which surgical observation revealed two fractured leads. The outcome was resolved without sequelae. Interventions included explanting and replacing the lead. The etiology was reported as related to the device or therapy and not related to the implant procedure.